Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and seroma.

Event description:
Patient reported right side capsular contracture (grade iii), "fluid around the prosthesis", "pain, and "investigating possibility of alcl". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, d.4 , g.1, g.3 , h.4, h.10, h.11.

Event description:
Patient reported right side capsular contracture (grade iii), "fluid around the prosthesis", "pain, and "investigating possibility of alcl". The device remains implanted.